Event description:
Additional information was provided by a facility representative that the defective/cracked iol was noticed when the wagon wheel was opened before loading. There was no patient contact. The procedure was completed with a new iol.

Manufacturer narrative:
Summary: no supplemental report will be required as the additional information provided indicated that the iol was noticed cracked upon opening the wagon wheel/package. Had this information been received prior to submission of the initial medical device report the reported event would not have been reportable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported a defective/cracked intraocular lens (iol) via reply card.